Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ varied injuries-ndr:unable to observe since it is not related to the device. ¿ allergic reaction/hypersensitivity:unable to observe since it is not related to the device. Additional observations: ¿ crease flat and deformation device observed on the device. The event of allergic reaction/hypersensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: allergic reaction/hypersensitivity.

Event description:
Patient reported a left side implant exchange with no complaint against the device. Healthcare professional later reported capsular contracture, baker grade ii. Patient later reported "severe case of hives" and "sick with dry heaves." Treatment was 40mg of prednisone. Device has been explanted and replaced.